Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit failed the pneumatic module leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse recommended that the customer replace the 5k- hour pm kit, as the operating hours hit 10k+. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
H10 corrected from: testing of actual/suspected device(10): a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse recommended that the customer replace the 5k- hour pm kit, as the operating hours hit 10k+. The iabp was able to pass all the leak tests, and the fse preformed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation. H10 corrected to: testing of actual/suspected device(10): a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse recommended that the customer replace the 5k- hour pm kit, as the operating hours hit 10k+. At this time, the iabp was able to pass all the leak tests. The customer is considering the suggested repair in relation to the consumable parts of the 5k hour pm kit, as well as the battery 9v. The purchase order is pending approval. A supplemental report will be submitted upon completion of our investigation or if additional information is provided.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.